Event description:
The center reported that following a head banging incident, the patient experienced a loss of lock with his device. A company representative met with the patient to perform device evaluation. External equipment was exchanged and programming changes were made, but the problem did not resolve. At this time the parents do not want the child to undergo any type of surgery. The patient will continue to be monitored by the center.